Event description:
It was reported that an ilet bionic pancreas exhibited a screen unlock malfunction in which the user slid to unlock, the unlock indicator illuminated, and the screen returned to the locked state without unlocking, consistent with a hardware screen responsiveness issue that began the same day and led to device replacement. Symptoms included none, and blood glucose was reported as within a non-urgent range with no hypoglycemia or hyperglycemia events. Outcomes included no injury, no medical intervention, no hospitalization, and continued glucose monitoring via cgm. Investigation included remote troubleshooting review of user-provided video evidence and assessment of device behavior consistent with an unresponsive or faulty touchscreen interface and inspection of the returned device. Failure investigation revealed no fault found with the device.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."